Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This is potentially reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the pump powered on to a blank display with auditory and vibratory alarms. The keypad buttons could not be tested due to the blank display. The pump was opened to find moisture corrosion on the display board and on the back side of the battery compartment. The display is blank due to the moisture damage. Unrelated to the original complaint, a broken clip was glued to the u-groove area. The broken part was unable to be removed and a test clip was un able to be attached. Additionally, the audio bolus button was torn/punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.